Event description:
A patient reported that the first two weeks, the device worked great, but about two weeks prior to the report, the "water started coming down". It was noted that this was a sudden occurrence. The patient was feeling a very mild stimulation sensation and therapy was on. They stated that the healthcare provider (hcp) did not tell them to keep a voiding diary or talk to them about when to change programs. During the report, the patient was increasing stimulation on the current program, but then said they wanted to go back to program 2. They had changed from program 2 to program 4, the monday prior to the report. The patient changed from program 4 to program 2, during the report, and decreased stimulation to a comfortable level. Later, on (B)(6) 2016 the patient reported the device was not working for the patient's incontinence and leaking. The consumer mentioned that the patient had increased stimulation, as previously mentioned, and it worked for a day and then the symptoms returned again. They waited a bit and on (B)(6) 2016 they changed it again and the patient "started to go downhill a lot". It was like the patient had no control. It was like the device was not working and the patient was going a lot. The patient would feel like they had to go "but nothing comes down", so it was difficult for them to urinate. They would have the urge to go, but would already urinated and leaked before they knew it. The consumer confirmed the patient was incontinent and could urinate. The patient could feel stimulation but it was not helping. The only adjustment that had been made so far was increasing stimulation. During the report, the consumer was driving to the hcp office so the patient could have a urine analysis (ua) done to determine if they had a urinary tract infection (uti). They told the hcp that maybe the patient had a uti, but they were not 100% sure. It was noted that the consumer spoke to the manufacturing representative about changing programs, but they were not aware of the symptoms. It was mentioned that the patient had a complete hysterectomy done a year ago and that was when all the symptom problems started happening. Follow up from the hcp on (B)(6) 2016 reported that the patient was given antibiotics and this resolved their return of symptoms. It was noted that the patient had a history of uti's prior to and since implant. The hcp also noted that the uti's were not related to the patient's underlying urinary dysfunction and were not related to the patient's device or therapy. The cause remains unknown. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.